Event description:
A patient (pt) contacted our (B)(4) affiliate on (B)(6) 2014, to report the pt had had successfully worn 1 day acuvue trueye contact lenses for about 1 year. The pt reported having "pricking pain" od at the beginning of (B)(6) 2014. The pt reported that around (B)(6) 2014, the pt had pain od after contact lens (cl) removal and was seen at an eye clinic. The pt was diagnosed with large staining and growth of bacteria od. The pt was instructed to discontinue cl wear for 2-3 days. The pt was not instructed to return for f/u. The pt was prescribed antibacterial eye drops and hyalein eye drops. The pt reported that around (B)(6) 2014, the pt had pain od after cl removal and was seen at a different eye clinic. The pt was diagnosed with corneal staining od, which was "at the stage immediately prior to corneal ulcer." The pt was instructed to discontinue cl wear for a week and to return for f/u. The pt was prescribed antibacterial eye drops and hyalein eye drops. The pt shortened the time of cl wear and used cls carefully afterward; but around (B)(6) 2014, the pt developed pain od, which persisted even after cl removal. On (B)(6) 2014, the pt returned to the second eye clinic. The pt was diagnosed with corneal staining od. The pt was instructed to return for f/u. The pt was not instructed to discontinue cl wear. The pt was given trial 1day acuvue moist lenses. The pt is wearing the cls and the pt's od is fine at the moment. The pt uses the cls for less than 2 days/ the pt will return to the clinic around (B)(6) 2014. The pt asked for the ecp's consent to a medical interview at the f/u visit, but the ecp showed his/her reluctance to accept it; the pt does not want us to conduct a medical interview. The pt uses cls for a long time; this is the first time the pt has such persistent eye problem. The pt agreed to allow our affiliate to call for add'l info on (B)(6) 2014. Our affiliate did not confirm the consultation date or diagnosis during this call. On (B)(6) 2014, the pt was contacted reporting add'l info as follows. The pt wore trial 1-day acuvue moist contact lenses without issue for a week. The pt purchased a one-month supply of 1-day acuvue moist contact lenses and is going to continue to wear those lenses for a month. Our affiliate requested the return of the 1-day trueye lenses for evaluation. The lenses have not been returned at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5426310112 was produced under normal conditions. If add'l medical or product info is rec'd, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Conclusions: device not returned. No evaluation will be performed.